Manufacturer narrative:
Device not available for evaluation.

Event description:
The product was used during a tfc fusion cage implantation. Reportedly, a component disengaged into the pt's cavity. The surgeon removed the component and completed the procedure. The hosp has reported no pt injury occurred.